Manufacturer narrative:
(B)(4). Per the field service representative (fsr), there were no error messages or alarms observed. The fsr was able to duplicate the reported issue, as the compressor would not turn on. He installed a new compressor delay board and compressor turned on at appropriate time. Corrective maintenance/inspection and preventive maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit stopped making ice. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical summary on (B)(6) 2016 multiple diligence attempts have been made to contact the perfusionist (ccp). According to the complaint record, during cardiopulmonary bypass, the heater cooler stopped making ice. The ccp first noticed an issue when the compressor did not turn on. There were no alarms associated with the failure of the compressor. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.